Manufacturer narrative:
It was reported that the devices had broken. The reported event is confirmed upon investigation of the returned product. Visual evaluation identified that the outer casing had broken off of both devices. Further investigation is unable to be performed without the returned devices. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is is prying/leveraging excessive mechanical forces upon insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a meniscal repair surgery, while using the meniscal cinch 2, the surgeon found himself in an uncomfortable position with two devices that broke during the intra-articular procedure. During attempts to place the meniscal suture implants, when the needle pierced the meniscus, the base of curvature (black on the implant) broke and this happened with both devices. The broken pieces were removed from patient. It was planned to perform a meniscal repair but it was changed to a partial meniscal repair surgery. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to do a second surgery.